Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the outer tubing overlay had a white substance, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that the patient presented to the physician's office after hearing a patient alert. The right ventricular lead was found to have high impedance and had been varying impedance. It was also reported that the lead had a ring failure. The lead was capped and replaced. During the replacement procedure, the helix on the first lead that was attempted to be implanted extended while the lead was being placed. The physician removed and replaced the lead. No patient complications have been reported as a result of this event.